Event description:
It was reported that the patient presented for an implant procedure. During implantation, the physician noted the right atrial (ra) lead would not anchor and would dislodge. After several attempts of readjusting the lead the physician opted to replace the lead. A new ra lead was successfully implanted. The patient was discharged.

Manufacturer narrative:
The lead was returned due to lead dislodgement. A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. All tines were intact and undamaged. Visual and x-ray inspections of the lead did not find any anomalies.